Event description:
Manufacturer's reference number 278817.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights- powerled. As it was stated paint chipping from the surgical light was found. There was no injury reported however we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure might cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. It appears that the most likely root cause is wrong maintenance of the device. It is worth to be noted that the applicable user manual is stating that device needs to be checked daily for impact marks and chipped paint. We believe that the remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The issue is still being investigated by the manufacturing site. Additional information will be provided upon results of investigation.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(4) 2019 getinge became aware of an issue with one of surgical lights- powerled. As it was stated paint chipping from the surgical light was found. There was no injury reported however we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure might cause contamination.